Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the date of onset of symptoms occurred last summer, so the event date was estimated to be (B)(6) 2016. The patient saw the hcp on (B)(6) 2017 and an MRI was ordered which was done on (B)(6) 2017. The MRI showed a granuloma at the tip of the catheter. Another hcp recommended that the managing hcp wean the pump and put saline in the pump and run for 3 months to see if the granuloma does away without surgical intervention. There were no known environmental/external/patient factors that may have led to the granuloma. The pump was filled with saline on (B)(6) 2017. It was unknown if the issue was resolved at this time. The rep was to obtain more information from the hcp on (B)(6) 2017. Surgical intervention did not occur and was not planned at this time. The patient's status was "alive: no injury" at this time.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j94137423, implanted: (B)(6) 1994, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (20mg/ml at 5mg/day). The indications for use included non-malignant pain and post-laminectomy pain. It was reported that a possible granuloma occurred on (B)(6) 2017. The hcp was going to wean the patient down on their dose, and no surgical intervention was planned or scheduled. There were no environmental, external, or patient factors that may have led to the issue. The issue was considered unresolved at the time of report, and the patient's status was alive - no injury. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's (rep) on 2017-jun-15. It was reported that the hcp performed a reservoir refill with saline and a catheter access to provide cerebrospinal fluid (csf) and reservoir contents for infection disease doctor to culture. The patient apparently had a bad ear infection a couple weeks ago and infectious disease and wanted to rule out meningitis. The fluid from both the reservoir and catheter access port was clear. The csf fluid had little black flecks in it. The hcp believed it to be a granuloma. The hcp also stated the withdrawal from the catheter access port was much easier than in (B)(6) 2017 which made him think the granuloma was resolving well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.